Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and hypoglycemic event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated they felt off and performed a finger stick reading and the bg meter was reading 3.0mmol/l, compared to the cgm that was reading 7.1mmol/l. The patient ate sweets, which brought their glucose levels back to normal range. At the time of contact, the patient was in stable condition. No additional patient or event information is available. Data was received for evaluation; data review confirmed the reported event of inaccurate cgm values. A root cause could not be determined via data. Reportedly, the patient was taking medication containing acetaminophen. Labeling indicates: taking medications with acetaminophen (such as tylenol or excedrin® extra strength) while wearing the sensor may falsely raise your sensor glucose readings. The level of inaccuracy depends on the amount of acetaminophen active in your body and is different for each person.